Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the inner package was not properly sealed. A 2.00mm peripheral rotalink® plus was selected for use. During unpacking, it was noted that the inner package was not properly sealed as it was open and was not sterile. The usage of the device was then discontinued. The procedure was completed with another of the same device. No patient complications reported.